Event description:
It has been reported to philips that the lateral tube is not functional. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the lateral tube was not functional. Upon functional testing, fse found flat detector (fd) controller was faulty, as a result of this lateral tube was not functional. The fse replaced the fd controller. After replacement of the fd controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.